Event description:
It was reported that the patient experienced ineffective therapy following a trauma. As such, surgical intervention took place on (B)(6) 2025 wherein two additional leads were implanted to address the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6588237. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.